Manufacturer narrative:
Device was saved. Once it is returned it will be evaluated.

Manufacturer narrative:
A device history record was performed for this lot and there was reference 1 noted ncr which was not related to the reported issue. Device evaluation: received (1) carotid silicone catheter. 15mm balloon did not inflate due to interlumen leakage. Leak testing with red dye solution showed an inter-lumen leakage between inflation and infusion lumen inside the backform. The 15mm balloon appeared intact. 9mm balloon inflated and remained inflation without any leakage. No other visible defect was observed from the catheter. A product risk assessment is applicable this event. CAPA not needed because: unlikely to ever result in an injury, random occurrence. From product risk assessment.

Event description:
It was reported that the balloon on the device was tested before use by the surgeon per the correct instuctions in the IFU and the balloon broke. The device was not used on a patient. Device is available for evaluation.